Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, upon sensor removal, the patient noticed there was redness, swelling, inflammation, and an infection under the sensor patch area. She also had pain in the area. On (B)(6) 2025, the symptoms spread beyond the patch perimeter which prompted the patient to consult a physician. She was prescribed a course of oral antibiotic medication (ciprofloxacin 500 mg, twice daily for 10 days). On (B)(6) 2025, the patient had a follow up visit with the physician who decided to extend the antibiotic treatment for another 3 days. No photo was provided. At the time of report, the infection had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.